Manufacturer narrative:
The device was returned to the manufacturer and a sample of the substance was taken for analysis. This report will be updated when the investigation is completed.

Event description:
It was reported that a blood like substance was found inside of the device and would not come out. There was no pt involvement or adverse consequences related to this event.